Manufacturer narrative:
(B)(4) concomitant products: guide wire: runthrough; guide cath: heartrail. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the concentric, moderately tortuous, heavily calcified, 75 % stenosed, mid to proximal right coronary artery (rca) with a lesion length of 60 mm and vessel diameter of 3.0 mm after pre-dilatation with the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc), the lesion was further dilatated with the same bdc and ruptured around 14 atmosphere (atm). There was no reported adverse patient effect. The lesion was further dilatated with a different trek bdc and a stent was implanted without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.